Event description:
Pump has malfunctioned pumps gives error " lithium battery" - unable to infuse pt. - nurse will complete infusion via gravity today. The suspect device serial number was not provided by the patient. The following device serial numbers are currently checked out by the patient for use: serial number ¿ (B)(6).